Event description:
During a transsphenoidal procedure using navigation system ii, it was reported that the surgeon was having registration issues. Three image sets were loaded. The surgeon reported that the accuracy was off in three quadrants (sagittal and axial views) after performing a landmark check. He believed the bone view registration which was done first had been inaccurate. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The inaccuracy issues were noticed and the procedure was completed successfully using navigation.

Manufacturer narrative:
The reported event of inaccurate registration can be confirmed during patient folder review. The customer used the bone surface for mask registration instead of skin surface which can cause inaccurate registration. The reported event of flipping 3d model during registration and navigation screen could not be confirmed.

Event description:
During a transsphenoidal procedure using navigation system ii, it was reported that the surgeon was having registration issues. Three image sets were loaded. The surgeon reported that the accuracy was off in three quadrants (sagittal and axial views) after performing a landmark check. He believed the bone view registration which was done first had been inaccurate. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The inaccuracy issues were noticed and the procedure was completed successfully using navigation.